Event description:
Devilbiss healthcare llc is the manufacturer of the device which is a oxygen concentrator. We have not retrieved the device for evaluation however it has been isolated by the service provider. We are filing this report to meet timelines. We will file a follow-up as data becomes available. User was taking a nap while device was in service. The user's family reported that the nasal cannula caught fire causing burns to the face. Due to hippa restrictions no further details regarding the user or medical treatment were provided. However the service provider has indicated that the device was not named as the cause of any injury or damage.